Event description:
It was reported that the pt had a pump implanted for chemotherapy via hepatic artery infusion. During implant surgery, the surgeon also performed a colon resection. The pt was unable to eat. As x-ray and fluoroscopy "showed nothing, emergency exploratory surgery was performed - catheter was wrapped around pt's colon". The pt subsequently expired "shortly after implant"; cause of death was reported to be "catheter wrapped around pt's colon".